Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double counting. The patient had run of slow ventricular tachycardia that was counted as ventricular fibrillation.